Event description:
As reported, it was a case of a 23mm sapien 3 ultra implanted in the aortic position by transfemoral artery approach. During the procedure, during inflation of the 23mm commander delivery system, suddenly no resistance was felt in the inflation device and the full nominal volume was pushed; however, the balloon did not fully inflate and the valve was deployed to approximately two-thirds of its intended expansion. It was described that the inflation device felt as if it was not connected and no fluid was observed leaving the system. Rapid pacing was maintained and the inflation device was reloaded for a second attempt while the delivery system was parked in the descending aorta. The valve was fully deployed during the second attempt. Post-implant inspection of the delivery system did not identify any malfunction or abnormalities. The patient remained in stable condition without reported injury.

Manufacturer narrative:
D4: primary unique device identification (UDI) number - (B)(4). Investigation is still ongoing.